Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. Teh cse inspected the device and replaced the edu board as precautionary action. The unit passed extended self testing.